Event description:
It was reported that there was a loose connection between the supply line of a homechoice cassette and the supply bag. This occurred during initial drain of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the patient with ending the therapy session and advised to start over with new supplies. Rts advised the patient to contact their nurse regarding the event and reviewed proper procedures per the user manual. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.